Manufacturer narrative:
No product was returned for evaluation. The investigation was limited to the information provided, as the product code and lot numbers required to review the device history records and complaint history were not provided. Although the investigation could not verify or draw any conclusions about the reported event based on the provided information, the initial report states that the tibial component was implanted in varus, which may have been a contributing factor. The need for corrective action is not indicated. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Patient revised to address loosening of tibia tray originally put in varus